Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found to the cable assembly. No broken or frayed cable damage was observed. Additional observation not reported by the site: the instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.019¿ offset at the tips. Another additional observation not reported was that the instrument was found with thermal damage of the yaw pulley at the base of the grips. Black char marks were observed. Any material missing is likely thermally induced rather than mechanically induced.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to have frayed cable. There was no report of patient involvement.